Manufacturer narrative:
The manufacturer was able to duplicate the reported problem that the ventilator had no flow but was unable to duplicate the reported problem that the ventilator did not alarm. When the ventilator was powered on, it immediately had an audible alarm condition. Bench testing and internal inspection revealed that the turbine was seized due to aluminum nodules.

Event description:
It was reported that the ventilator had no flow without an audible alarm. No patient harm reported.